Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was not returned with the introducer rod. The cord loop was observed to be attached to the retention hook and there was no damaged observed on the pawl. Based on the condition of the event unit, it is likely that the tissue bag was unable to open upon deployment due to the fact that the tissue bag had conformed to the shape of the introducer shaft. The instructions for use (IFU) states that ¿"the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of it products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch # 5084796.

Event description:
Procedure performed: robotic partial nephrectomy. Robotic partial nephrectomy. They used the bag to retrieve specimen. The bag was extended but would not open. They opened another one and worked fine. There was no patient injury. Limited information provided from facility. Additional information received via email from account manager on (B)(6) 2019: I have received nothing from the customer. Mw5084796 received via mail. Event date: (B)(6) 2019. Inzii retrieval system ref# cd004, lot# 1338383, exp. Date: 2021-10-14, m# 3620264, on a robotic partial nephrectomy yesterday and the bag extended but would not open. Opened another and it worked fine. No patient injury noted. Additional information received via email from director risk mgmt on 28mar2019: this is the same event as earlier reported by the applied medical acct. Mgr. Yes, this is for the same event. Please correct the event date to (B)(6) 2019. Patient status: no patient injury. Type of intervention: they opened another one and worked fine.